Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received no delivery alarm. The customer blood glucose level was 434 mg/dl and treated with manual injection. Troubleshooting was assisted. Customer states the insulin exited. Customer states the cannula was bent. The insulin pump will not be returned for analysis.